Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on (B)(6) 2017 the patient was hospitalized with diabetic ketoacidosis due to intermittent power to the pump. Reportedly, the patient remained on the insulin pump. It was reported that the top of the battery cap was worn and would not attach properly to the pump and the battery compartment was damaged. This complaint is being reported because the patient allegedly experienced a serious blood glucose excursion due to intermittent power to the pump.